Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source stopped working by itself and the screen went black. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. According to the new information received from the customer, the device had no longer failed. The customer had requested to cancel the repair order. The device will not be returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined because there was no failure of the device anymore, according to the information provided by the customer. Olympus will continue to monitor the field performance of this device.

Event description:
According to the information received from customer, the device has no longer fail and request to cancel the repair order.